Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® hiv-1 quantitative (192t) assay results for several patient samples tested on the cobas 5800 analyzer. The following results for one patient sample were provided as an example: the initial result was target not detected (tnd). The repeat result using a second sample was 1250 copies/ml.